Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user applied a new dexcom g7 sensor and the sensor did not pair with the ilet despite guided troubleshooting that included verifying the g7 setting, reentering the four-digit pairing code, and restarting the ilet. Symptoms included no clinical symptoms and no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer education on correct configuration, code entry, device restart, and guidance to allow additional time for connection. Investigation of this case revealed a suspected communication or setup issue between the ilet and the dexcom g7, with no alarms reported and no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connection timing related to sensor pairing behavior.